Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: a review of the pump¿s black box history showed that two call service alarms and one power reboot related to the complaint were recorded on (B)(6) 2014. The returned battery cap was able to be secured to the pump and was able to maintain an electrical connection. During testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The pump displayed ¿cs sleep error¿ after 10 minutes. The pump was reprogrammed with a new software code and was able to power up with a fully illuminated display. The pump case was removed and no intermittent condition was found to the power circuit. The power issue was not able to be adequately investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.